Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient cannot recall when they last had stimulation or charged the ipg. Surgical intervention may be pending to address this situation.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.